Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's child stated that emergency medical services was called due to low blood glucose readings. It was reported that the patient was unable to talk and was only shouting. When ems arrived, the bg was 30 mg/dl while the cgm was 123 mg/dl. Ems provided the patient IV therapy. The patient was taken to the hospital. At the hospital, the patient was given tresiba (although this is insulin, this is what was reported to have been provided to the patient). The patient was in the hospital overnight. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2 additional information. H6 health effect - clinical code - e0207 delirium.

Event description:
Subsequent to the initial MDR, additional information is available.